Event description:
It was reported that the patient was experiencing pain at the left side kidney and was feeling a burning sensation at the ipg site when the device was on. It was also noted that the patient had a bad, foul taste in the mouth, rashes and unexplained acne like outbreaks. The patient received a toradol shot.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.